Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, that the cover of the insulated electrode had came off and reattached. Nothing fell into patient's cavity. Replaced with another electrode to complete the procedure. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: the product was not returned to the post market vigilance laboratory for analysis. This report is based on information provided by post market vigilance investigation personnel. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection of the received sample showed that the blue heat shrink to have been scratched and damaged, probably allowing the ptfe insulator to get loose. The reported condition was confirmed. The investigation showed that the blue insulation and the grayish ptfe insulator showed some damage. The blue heat shrink insulation holds the ptfe in place and damage to the insulation can cause the clear insulation to be torn or get loose. The loose ptfe insulator was reattached, according to the complaint. The damage to the insulation indicates the user mishandled the electrodes. One of the possible reasons is cleaning with an abrasive material. This cleaning method would also contribute to the insulator disengaging. The investigation identified the root cause of the reported event to be attributed to user handling damage. The instructions for use (IFU) states: the electrode has a coating to reduce sticking of eschar. Cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode is damaged, discard it. If information is provided in the future, a supplemental report will be issued.